Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 215 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes their pump settings are off. Troubleshooting was not completed. The customer stated the lows started on (B)(6) 2019 with lows of 32 mg/dl and got no major alerts. The customer had gotten a no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer had low blood glucose level of 32 mg/dl.